Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer stated that she experienced high blood glucose levels for the last few days, and she advised that she knew the issue was not insulin pump-related. She stated that the issue was her own and due to her not controlling her diabetes. She reported that she had already replaced the infusion sets twice that day. She complained of dizziness, headache and not feeling well. The customer was unable to complete troubleshooting due to lack of a tubing clamp, which she was advised would be sent. She was advised to change the entire infusion set, reservoir and insulin. She was advised to call back after receiving the tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.